Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sertrant sheath was used as a conduit during s medtronic valve implant .  It was reported that during loading, the outflow strut was bent and entered, so it was reloaded with a new valve. The non-medtronic sheath was replaced by a 14fr sentrant. The valve was placed in the optimal position without any problems, however, a minor dissection of the right transfemoral access (tf) was observed when the sentrant sheath was removed. The dissection was treated with manual compression and hemostasis was completed. Per the physician who performed the placement, dissection was made due to the difference between the sheath and dilator of the sentrant sheath. No additional clinical sequelae was reported and the patient is fine.